Manufacturer narrative:
The investigation confirmed that a higher than expected vitros amon result was obtained while using the vitros 250 analyzer. The most likely assignable cause is due to an equipment related issue (incubator contamination). An ocd field engineer replaced the evaporation caps and decontaminated the microslide incubator subsystem. Post service performance testing verified that the equipment was returned to expected operation.

Event description:
The customer obtained a higher than expected vitros amon (ammonia) result when testing an ammonia calibrator fluid as unknown sample on a vitros 250 chemistry system. A vitros amon result of 115.0 mol/l vs. An expected result of 92.0 mol/l was obtained. A biased result of the direction and magnitude observed may lead to inappropriate physician action, should it occur undetected on a patient sample. The customer did not indicate that patient results were affected and there were no reported allegations of patient harm. (B)(4).